Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the doctor repositioned the patient's ipg. Repositioning the ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences difficulty with the charger and programmer communicating with the ipg. An sjm representative met with the patient to troubleshoot the issue to no avail. The patient's ipg was found to have moved deeper in the pocket. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.